Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tmvr procedure with a 23mm sapien 3 ultra resilia valve, heavy torquing/rotation of the balloon catheter was done in order to get the system to track into position. While twisting the commander delivery system, the operator was holding the end of the y-connector in order not to lose wire access, and this caused a leak in the balloon catheter near the y-connector. It was decided to remove the devices and use a new system. The valve was successfully implanted. As the team was about to deploy the valve, they noticed the damage. The team pulled negative on the syringe to see if there was any air, and bubbles were seen.

Manufacturer narrative:
Correction to h6 based on additional information. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for delivery system leakage was unable to be confirmed as no device or imagery were provided for evaluation. Based on the event description, it is possible that excessive manipulation was applied on the balloon catheter when torqueing and twisting the delivery system during tracking, which led to the reported leakage in the balloon catheter near the y-connector. As such, available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.